Manufacturer narrative:
Additional information obtained regarding the index procedure indicated that the lesion was pre-dilated with a 3.5 x 12 mm balloon at 16 atm. The cypher stent was post-dilated with a 3.5 x 12 mm balloon at 18 atm. The residual stenosis was 0%. The flow pre and post-procedure was timi 3. Please note that the device is distributed outside the united states; however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the study indicated that the patient was hospitalized for an intra-stent-restenosis (isr) of a taxus stent for the index procedure. The target lesion was the proximal right coronary artery (rca). The lesion was reported to be: smooth, readily accessible, with no angulation and not calcification. A cypher select 3.5 x 23 mm stent was implanted. The nine-month control angiography diagnosed in intra-stent-restenosis (isr). The restenosis was treated by balloon angioplasty. The event was reported to be unrelated to the study device and probably related to the study procedure.